Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a drifting issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed. The usm was tested on an in-house system and failed normal mode as it triggered errors 23137 and 23008. The unit failed on a pftp as it failed sensors check and cva characterization tests on the yaw. The unit also failed sine cycle test with errors 23008 on the yaw. The yaw search light pca and yaw cva pca were swapped out with a new one and the errors no longer occurred. The original yaw sl pca and yaw cva pca were reinstalled and the errors returned. The unit was tested with a new yaw sl pca and yaw cva pca and went through more testing on pftp and passed direction test, lissajous, friction test, carriage friction test, brake release test, bake hold test, advanced brake test, carriage strength test, and carriage switches test. The yaw search light assembly and yaw cva pca will be replaced as a fix to the reported problem. The complaint regarding a drifting issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer an issue with usm arm movement, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse analyzed the error log and confirmed error code 23137 on usm 2. Fse proactively replaced usm2 to address the issue. After replacement of this part, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The replaced usm has not returned to isi for analysis. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined. This complaint is considered a reportable event due to the following conclusion: it was alleged that the universal surgical manipulator moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the universal surgical manipulator (usm) 2 was moving by itself. The customer received phone assistance from the technical support engineer (tse). The customer stated that there was no error message shown on the screen. Tse guided the customer to check if the usm led was flashing or solid blue, the customer did not remember the led state. The customer typically unclutches the usm to adjust the endoscope but the usm was moving by itself, the yaw will rotate. The tse notified the customer that they need to hold the usm when adjusting the endoscope and need to clutch the usm after adjustment. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and there were no errors when initially powering on. The procedure was completed robotically with all four usms. There was no patient injury.